Manufacturer narrative:
The maryland bipolar forceps (mbf) instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The mbf instrument was inspected and found no damage to the conductor wire and passed the electrical continuity test. The mbf instrument was installed onto a test system and passed the recognition and engagement tests. The mbf instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Additional observation not reported and not related to the customer reported complaint: the mbf instrument was found to have a bipolar pin bent. The root cause is typically attributed to the mishandling / misuse, such as an accidental drop or excessive force applied when trying to connect the instrument to an incorrect energy cable, which can cause the pin to bend.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The fenestrated bipolar forceps instrument has been returned for evaluation, but the analysis has not yet been completed. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted post engineering evaluation and if additional information is received. A review of the instrument log for the fenestrated bipolar forceps instrument (pn# 420205-16 lot# k10220516-143) associated with this event has been performed. Per logs, the fenestrated bipolar forceps instrument was last used on (B)(6) 2022 on system (B)(4) for approximately 1 minutes. The alleged event occurred on the 6th use of the instrument with 4 uses remaining. The incident occurred on (B)(6) 2022 based on log file review. Event verification of the logs confirmed that a urology surgical procedure on (B)(6) 2022 on system (B)(4). This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument had conductor wire damage during a procedure. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument energy cord was damaged. A backup instrument of the same type was used and the procedure was completing as planned with no reported injury. An attempt has been made to obtain additional information from the customer concerning the reported event with no success.